Event description:
After 30 hours of wearing the device, the customer reported that "her pod was leaking insulin" at the pod site. The cannula "had come out and she felt wetness." As a result, her bg levels had risen to 295mg/dl. (Her levels lowered to 250mg/dl at the time of the call - she reported "no symptoms of hyperglycemia.") The pod will not be returned for eval.

Manufacturer narrative:
The pod was not returned for eval - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. Although no mechanical issue can be confirmed, it is determined that the customer's high bg levels had resulted from the cannula pulling from the insertion site. This condition is considered to be a failure of the device to function as intended (by failing to control bg levels). For this reason, the device failed to meet its performance criteria and may have been a contributing factor to the customer's high bg levels (despite the inability to confirm any mechanical issue). The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Based on the info provided in the report, it is unk when the cannula had become dislodged in relation to when bg levels began to increase. A review of lot qualification records was performed - the lot passed the acceptance criteria.